Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg became loose in ipg pocket due to significant amount of weight loss. In turn, the patient was not able to establish communication between ipg and external devices. A sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.